Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the set/actual flow rate indicator of the subject device was not illuminated partially in unspecified timing. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated. Sorc already repaired the subject device and sent back it to the user. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result and correct in the initial report submitted on september 29, 2020. As a result of the investigation, this report was the same as previously reported event (8010047-2020-02318).